Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 267mg/dl at time of incident on saturday, sunday 389 mg/dl, monday 330, tuesday 357 mg/dl, wednesday over 400 mg/dl and thursday 441 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with bolus. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer reported that the bolus history displays all bolus entries based on their recollection. Customer reported that the insulin pump had insulin flow block alarm. Customer able to perform high pressure test. The insulin pump will not be returned for analysis.